Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, d1; d2a, d2b, d4, g4, h4.

Event description:
Patient reported, left side "implant recall". "I need to confirm, that I am having some pain in my left breast. I have what, feels like a liquidy lump (different to what's been experienced previously). And my left breast has become larger than my right breast". Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Patient reported left side "implant recall ", "I need to confirm that I am having some pain in my left breast, I have what feels like a liquidy lump (different to what's been experienced previously) and my left breast has become larger than my right breast." Device remains implanted.